Event description:
Caller stated patient did not have programmer to turn implantable neurostimulator (ins) off for MRI. Caller stated patient reported the ins did not work and the patient was unable to turn ins on and off. Caller stated patient did not know whether device was currently on or off. Caller stated patient's physician left the area at some point and patient hasn't seen anyone for the stimulator since then. The technical services reviewed ins was most likely depleted but it would be a medical decision to proceed with scan without verifying the ins was off first. Technical services provided phone number to caller to have representative present at appointment to interrogate ins and turn it off. There was no symptoms reported .additional information reported about a week and half that they did not perform the MRI and set up an appointment with a representative and patient. However the patient cancelled appointment due to illness and has not rescheduled. It was unsure what manufacturer representative was scheduled or when the MRI will be rescheduled. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.